Manufacturer narrative:
Pump received with cracked case, cracked case at the display window corners and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on the right side of display. Customer's blood glucose level was unknown. Customer stated drive support cap was normal. The insulin pump will be returned for analysis.